Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/28/2015 with the following findings: the battery compartment was observed to be cracked in the thread and case seal areas. Evidence of moisture ingress was found on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported issues were confirmed during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and evidence of moisture ingress was observed within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.